Manufacturer narrative:
No button error alarm during failure analysis. Failure analysis found intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm that they were unable to clear. Customer stated the buttons on the insulin pump became unresponsive after a battery change. It was also found the button began to stick prior to the keypad anomaly occurring. The customer's blood glucose was 233 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.